Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was 334 mg/dl. The pump was reset to resolve the issue, and the customer successfully resumed insulin delivery. Additionally, it was reported that the pump delivered a larger bolus than was requested. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting for this issue; however, no response was received.